Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient experienced a tooth that had a crown break off. Patient had the crown repaired by their dentist. They also have issues with their aligners not fitting well, with the lower aligner having air pockets.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.